Event description:
It was reported by the rep that the device was used during a left radical pneumonectomy. It was reported the tlv30 was used to ligate and cut the superior and inferior pulmonary artery. After being fired the stapler would not release the superior pulmonary artery, this resulted in a three millimeter hole in the superior pulmonary artery. Pressure was applied to the superior pulmonary artery and a suture was used to complete the vessel ligation.